Event description:
When pt broke the cone to the solution set, the cone then punctured the sidewalls of the port and caused a leak. The pt then used tape to seal the hole in the port and then used the product. The pt subsequently developed peritonitis. The pt did not use a cone breaker to break the cone. The actual sample will be sent in by the facility and companion samples will be sent in by the pt from their home. The pt was treated with 2g of vancomycin ip and 160mg of tobramycin ip.